Event description:
Customer had patient in or and iab was not inflating. Pump was reading only 5cc and fluoro confirmed iab was not inflating. Iab was exchanged. Pump remained in use with exchanged iab. There were no reported patient complications.